Event description:
It was reported telemetry testing, prior to an implant attempt, revealed no active telemetry. Consequently, this device was not clinically used for the implant attempt. Additionally, it was reported next day telemetry was tested again and displayed elective replacement indicator results (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B) (4): the device was not returned/received. Further investigation is not possible without the device. The device was not discarded and hence will not be returned for analysis. Further investigation is not possible without the device.